Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction the cause of the reported event cannot be determined with the information obtained. This complaint does not constitute an adverse event or a reportable malfunction. (B)(4).

Event description:
Upon follow up, suction lost was reported before the laser was fired.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported lost of suction on three patient's eyes during lasik flap creation. Additional information has been requested.